Event description:
It was reported that during a drug eluting stenting treatment procedure, a balloon ruptured was noted. The 90% stenotic lesion was located in the calcified and mildly tortuous mid right coronary artery. The lesion was not predilated. The physician advanced the 3.5x20mm taxus express2 drug eluting stent delivery system to the lesion without any difficulty. The physician deployed the stent and then encountered difficulty pressurizing the stent delivery system, but then was able to inflate the balloon to 20atms. The physician then post dilated the deployed stent with a 3.5x20mm non-bsc stent. There were no patient complications. Patient status is reported as "good". According to the physician, the stent delivery balloon might have a "pinhole rupture".